Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Troubleshooting was performed. Customer stated the sensor fractured while in their body. Customer advised the sensor is no longer in their body. The sensor will be returned for analysis.